Event description:
Procedure: lap gastric bypass. According to the reporter: the device was loaded properly and the surgeon was using the device when the tip opened up and the needle fell out into the patient's cavity. The needle was retrieved without adverse consequences.

Manufacturer narrative:
Initial report sent to FDA on 10/09/2008.